Manufacturer narrative:
(B)(4) . Failure analysis: sipap (B)(4) was received by failure analysis from factory service after being unable to duplicate the reported issue and after the unit was left powered on for 24 hours. It is agreed that neither factory service nor the fa lab was unable to duplicate the reported issue and aas a precautionary measure the pressure pcba will be removed and disposed of and replaced with a new pcba.

Event description:
Respiratory therapist stated: "the e33 appeared while on a pt but the sipap still ventilated". Switched out unit. No pt harm.